Event description:
It was reported that during a sleeve gastrectomy procedure, on two consecutive firings the stapler behaved as though the firing trigger was stuck. The surgeon could not stop the blade part way through a firing as he prefers. The blade would return to the beginning once the firing was complete. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Damaged pcb component. The analysis found that one pse60a device was returned in good visual condition and with an ecr60b cartridge loaded on the device; it was noted fully fired. Upon firing, the device continues its firing once the firing trigger is actuated and released. The knife did not return automatically to home position. In order to verify the condition of the internal components the device was disassembled and the firing switch was noted to be not working properly leading the failure mode found during testing. Please note a corrective action was implemented to minimize the occurrence of this issue. Please note the returned device was manufactured prior to the implementation of this change. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.